Event description:
Additional information indicated that the patient's right atrial (ra) and right ventricular (rv) leads both exhibited poor sensing and failure to capture. A chest x-ray was performed to reveal both of the leads to be dislodged.

Event description:
Related manufacturing report: (B)(4). It was reported that patient presented in clinic. The patient's right ventricular (rv) and right atrial (ra) leads were dislodged. The ra and rv leads were explanted and replaced. Patient was stable.